Event description:
It was reported that the customer had high blood glucose of 449 mg/dl on (B)(6) 2014, according to the last recorded blood glucose values in the glucose meter. The caller stated that on (B)(6) 2014, the customer has passed away in a hospital. The cause of death was cerebrovascular accident. The caller stated that the customer was in a rehab for leg issues. The customer's blood glucose at the time of death is unknown. The caller is unsure if the customer used the insulin pump while he was in the rehab, but she was sure that the customer was using the glucose meter at the rehab. The caller stated that the customer might have been off insulin pump therapy because of facility where he was. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. The caller stated that she will call back if she finds the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.